Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients lead pulled out of their ipg. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein in physician attempted to reconnect lead to ipg but was unsuccessful. Patients ipg was then explanted and replaced, patients lead was then able to connect to ipg and therapy was restored.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported ¿lead insertion issue¿ was confirmed. Microscopic analysis of the returned ipg header and ports found a bal-seal spring dislodged in port 9-16. The damage is consistent with the removal of the existing lead and insertion of the new, replacement lead. When removing the old lead, one of its contacts snagged one of the bal-seal springs and dislodged (pulled) it from its location. When the new lead was inserted, the dislodged bal-seal spring was pushed all the way into the port, not allowing the new lead to be fully inserted. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product.